Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, bow on this particular sphincterotome just would not straighten out. It could bow up further but not go into the unbowed shape as would be expected from the sphincterotomes and the maintained/pronounced curvature at the end then meant that it could not be pushed down the channel through the locking device. The procedure was completed with different device. There were no patient complications reported as a result of this event and the patient's condition was reported to be fully recovered.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. It was reported that the procedure was performed on either january 19, 2026 or january 23, 2026 but the exact date could not be recalled. Block h6: imdrf device code a050701 captures the reportable event of wire was unable to release the bow. Block h11: the device was discarded; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of wire failure to release bow (unbow) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.